Event description:
It was reported that the pump battery could not be charged. There was no adverse impact to the customer's blood glucose. Reportedly, the customer did not have backup therapy and would contact their healthcare provider to obtain alternate insulin therapy.